Event description:
On (B)(6) 2025, the user received an urgent low alert from the dexcom g7 continuous glucose monitoring (cgm) but did not feel low. A finger stick confirmed a high blood glucose (bg) of 343 mg/dl. The agent explained the calibration process, though calibration was not performed. The user removed the inaccurate sensor and was advised to operate in bg run mode until replacement sensors arrived. The highest blood glucose (bg) recorded was 343 mg/dl. Bg was corrected by removing the faulty sensor and allowing the ilet system to deliver corrective insulin. The user reported feeling fine during the event and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.